Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope approximately five days post implant. Dislodgement was noted on the right ventricular (rv) lead. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.